Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2014 to report an out of range issue patient experienced on (B)(6) 2014. Patient's daughter did not report any injury or medical intervention at the time of contact with dexcom technical support. Additionally, during the call, dexcom technical support advised patient's daughter to test the alert functionality, however device was unavailable.

Manufacturer narrative:
(B)(4).